Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed three motor error alarms within the last month and one motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump failed the displacement test, followed by a motor error alarm during the rewind test. Motor position encoder error alarms were noted in the alarm history file due to an out of phase motor encoder signal. Unable to perform the functional testing, including the self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the motor error alarms. The pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window. Unable to verify the check setting anomaly due to the motor error alarms and displacement anomaly.